Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, when peg tube was being deployed over a guidewire, it separated into two pieces. It was reported that a gastroscope was utilized to retrieved the detached portion. The procedure was completed with a new endovive 20fr peg tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Device code: (B)(4). Impact code: (B)(4). Impact code: (b)4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is mw5106977. Block h6 (device codes): device code a0501 captures the reportable event of peg tube detached. Block h6 (impact codes) impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention. Block h10: an endovive safety peg tube was returned. No defects were noted, the tubing was intact when it arrived. Visual assessment was performed on the joint where the peg tube meets the rigid tubing. No damage or defect was noted. Gentle pressure was applied to the joint by grasping the peg tube and rigid tubing in each hand and pulling them apart, but the peg tube would not detach from the joint. Therefore, the reported event of peg detached was not confirmed. Based on the condition of the returned device, engineers determined that product analysis was unable to find any defect with the returned device. Boston scientific has determined the most probable cause of this complaint is no problem detected. The correct complaint device was returned. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, when peg tube was being deployed over a guidewire, it separated into two pieces. It was reported that a gastroscope was utilized to retrieved the detached portion. The procedure was completed with a new endovive 20fr peg tube. There were no patient complications reported as a result of this event.